Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ventricular channel. Programming changes were made. Patient was stable after the event. No further information.